Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent resistance occurrences were experienced when filling the cartridge with insulin. The issue was resolved by re-positioning the needle. Customer¿s blood glucose level was 130 mg/dl.